Event description:
Drager apollo anesthesia machine, had software update by MFR day prior to event. Device has been in use approx 4 mos. On day of event device checked out using MFR recommended protocol using internal self diagnostic protocol with manual checks per relevant FDA guidance. During first general anesthetic of day fio2% began to read erratically -16-80% with set fio2 of approx 30%. Pt switched to back up tank on machine, then separate o2 source with 100% fio2. Pt fio2 monitored using miniox 3000 portable fio2 monitor to confirm purity of delivered gas. Self diagnostic by machine again revealed no fault. Two of our other apollos also had the software update, one of which had the same fault on testing. The one that did not suffer the same fault was recently delivered -within a week- and is presumably newer. Pt underwent successful surgery, without incident. Drager affiliate has been notified -hospital in another country- and has been very helpful and will be on site 04/06/07 to evaluate our machines (4). My concern is that machines pass self-diagnostic and recommended clinical pre-use assessment and then fail.